Event description:
Patient presented to the emergency department with headaches, vomiting, and chest pain. Imaging and lab work were performed, and the patient was diagnosed with cellulitis in the chest cavity. The patient was prescribed antibiotics. Patient presented back to their physician for a follow-up appointment, showing improvement.